Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, the patient in finland underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, report indicated the patient fell at nursing home and suspected that the internal retention plate of the peg tube had gone into the stoma tract and caused pain. Due to pain, surgeon was consulted. On (B)(6) 2016, patient was evaluated at the surgical department and noticed that the stoma had been secreting and was infected. Patient was transferred to the neurological department as scheduled. On (B)(6) 2016, patient underwent laparotomy procedure. Peg and the intestinal tubes had been changed during laparotomy. It was noticed that adhesion formation had occurred. A thicker jejunal tube (9ch) had been inserted to enable nutritional products. Report indicated that patient developed fever and had elevated crp (c- reactive protein) level. Patient was initially planned to be discharged on (B)(6) 2016, however; hospitalization was prolonged due to fever and elevated crp level. Patient was treated with IV antibiotics and IV fluids. On (B)(6) 2016, patient was discharged from hospital.